Manufacturer narrative:
Correction: the following fields were corrected d10: device available for eval no d10: returned to manufacturer on: na h6: investigation summary a complaint of issues with connection of the male luer was received from the customer. A sample with a different material number than provided by the customer was received. A new complaint was opened for the sample with a new material number. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample of material 2420-0007 being received, an investigation could not be performed and a root cause could not be determined. See h10.

Event description:
It was reported that the as lvp 20d 2ss cv tubing spontaneously disconnected from the baxter link cap during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "ivf tpn tubing found disconnected from baxter 1 link cap, tubing lying on floor. Nnp notified. Discarded tpn and replaced with new ivf, completed line and cap change."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss cv tubing spontaneously disconnected from the (B)(4) link cap during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "ivf tpn tubing found disconnected from baxter 1 link cap, tubing lying on floor. Nnp notified. Discarded tpn and replaced with new ivf, completed line and cap change."